Manufacturer narrative:
Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, h10, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the low pump flow was due to biomaterial based on returned product testing and clinical details noting that patient was not on anticoagulation while on support, however, without data logs, the mechanism of entry of the biomaterial into the pump could not be confirmed. The cause of the high purge pressure was due to biomaterial based on returned product testing and clinical details noting that patient was not on anticoagulation while on support, however, without data logs, the mechanism of entry of the biomaterial into the pump could not be confirmed.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral venous approach in a 73-year-old male patient for the indication of right ventricular failure in the setting of post-operative left ventricular assist device placement. The patient¿s past medical history was significant for renal insufficiency requiring dialysis. The patient¿s clinical state prior to initiation of support was consistent with society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. During impella rp flex support, it was reported that the patient had low platelet levels, and a clinical decision was made to utilize a bicarbonate-based purge solution without systemic anticoagulation. The purge solution consisted of 5 percent dextrose in water with 25 milliequivalents per liter of sodium bicarbonate. Initial device flows were approximately 3.0 liters per minute. Overnight, device flows gradually decreased, accompanied by a decrease in purge flow and an increase in purge pressure. There were no reported kinks observed in the purge line tubing. The absence of systemic anticoagulation was identified as a contributing factor in this clinical context. It was noted tpa was not added. The patient was subsequently taken to the cardiac catheterization laboratory, where the impella rp flex device was removed. Upon removal, thrombus was observed on the cannula and within the introducer sheath. The introducer sheath was left in place. Following removal of the impella rp flex device, a protek duo system was placed to provide continued right ventricular mechanical circulatory support. The patient survived to device explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.